Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was observed with possible far field r-wave (ffrw) oversensing and undersensing during right atrial arrhythmia episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that on device check in clinic there were no issues identified with the ra lead.